Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed charge and boot test. The receiver logs were downloaded and passed with no errors observed related to the complaint. The receiver functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The reported event that the receiver ceased to function could not be confirmed since no errors were found. The root cause could not be determined.